Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue could not be determined due to fse could not reproduce the reported problem.

Event description:
The customer reported that the ventilator was displaying (B)(6) peep and alarming while on patient. The customer reported that the was no patient harm.